Manufacturer narrative:
The device was previously sent to bench repair for a low volume issue. While the authorized service provider (asp) evaluated the device, the asp also found that the power cord exceeded the resistance limits set in the test and needed to be replaced. The asp therefore ordered and installed the replacement power cord to resolve the issue. All test and verification procedures necessary to certify the return of the device to working conditions were carried out satisfactorily. The device was restored to factory settings. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
H10: (B)(6).

Event description:
Philips received a complaint by the service engineer on the v60 indicating that the power cord exceeded the resistance limits set in the test. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was previously sent to bench for a low volume issue. While the service engineer evaluated the device, the service engineer also found that the power cord exceeded the resistance limits set in the test. The investigation is ongoing.